Event description:
It was reported that during the implant procedure, the ventricular lead exhibited intermittent oversensing. The patient was asystolic. The patients pocket was reopened and the lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.